Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device inappropriately delivered shock therapy after oversensing the noisy signals from the right ventricular (rv) lead. Xray imaging was done which revealed that the rv lead appeared to have been fractured. A lead revision was performed, and the physician explanted the rv lead successfully and replaced them with a new lead. No additional adverse patient effects were reported. The lead was retained by the hospital.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device inappropriately delivered shock therapy after oversensing the noisy signals from the right ventricular (rv) lead. The rv lead appeared to have been fractured. A lead revision was performed, and the physician explanted the rv lead successfully and replaced them with a new lead. No additional adverse patient effects were reported. The lead was retained by the hospital.